Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2: pro code: qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 16070359. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16019280/16093098/16091583.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were discarded by the medical facility and will not be returned.